Event description:
Event description guidant received information that this right ventricular lead displayed loss of capture event at maximum pacing outputs. The field representative inquired if the patient's pacemaker could be programmed to aai mode, since the patient's av node is intact. It was noted that the patient has had one atrial tachycardia episode.